Manufacturer narrative:
Complaints database review revealed no further similar events since device installation. Based on the investigation findings, the root cause of the event was traced back to an isolated timeout failure. Given the isolated nature of the event, the specific root cause could not be narrowed down more specifically. No concerning trend was highlighted for reported failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report of an electronic gas blender (egb) which shut-off by itself, and needed to be powered on back manually. The device was used in conjunction with essenz heart lung machine. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H11: the log file of the essenz cockpit used during the occurred issue were retrieved and analysed. The egb issue was most likely caused by a timeout error of the sccp board of the cockpit. A livanova field service engineer (fse) was dispatched to the facility to investigate the device. Reportedly, the incident was a one-time event, and both the egb and essenz console resulted working properly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.